Manufacturer narrative:
(B) (4). As a unit has not been returned, a technical analysis cannot be performed. A review of the manufacturing documentation could not be performed as the batch number is unknown. A similar complaint batch review could not be performed as the batch number is unknown. The most probable root cause classification is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Event description:
It was reported that post a coronary stenting treatment procedure, in-stent restenosis occurred. The 95% stenosed lesion was located in a mildly calcified and mildly tortuous distal left circumflex artery (lcx). The access site was femoral. A taxus liberte¿ stent of unknown size was implanted in the lesion. No patient injuries or complications were reported. An unknown time later, in-stent restenosis occurred. The in-stent restenosis was treated with a 3.0x18mm non bsc stent. No further patient injuries or complications occurred. Patient status is satisfactory.